Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the scanner has a noisy image it looks like snow, the biomed switched probe to a different unit and the image was the same.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the scanner has a noisy image it looks like snow, the biomed switched probe to a different unit and the image was the same was unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The sr8 scanner and probe were received in good physical condition. The sr8 cue probe was compared to other in-house cue probes and looked normal. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the scanner has a noisy image it looks like snow, the biomed switched probe to a different unit and the image was the same.